Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported battery event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) had a swollen battery. The patient reported that due to this swollen battery the screen on the pdm had cracked. The patient also reports that the pdm is losing a battery charge quicker than expected.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation. The device lcd screen was also observed to be cracked. A different battery was used, and the device was powered on. When the device was powered on, the lcd screen functioned as intended and the crack did not affect the screen¿s functionality.